Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report if injury or death associated with this event.